Event description:
A malfunction was reported on a pump by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance on resetting the pump, and the caller successfully reset it with no recurrence of the malfunction code. The customer was advised to monitor for any future issues and to contact support again if the malfunction code reappears, and the caller confirmed understanding of these instructions.